Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('post op - surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas"). The patient was treated with surgery. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('each fallopian tube is remarkable for an embedded metallic coil') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, abdominal pain, fatigue, endometrial ablation, arthritis, bladder infection, hemorrhoids, rotator cuff repair, shoulder operation, wisdom teeth removal, dyspareunia, endometrial polyp, adenomyosis, paratubal cyst and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and flatulence ("gas"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, heavy menstrual bleeding, pelvic pain and flatulence outcome was unknown. The reporter considered embedded device, flatulence, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: product removal date updated from (B)(6) 2016 to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: received in formalin, labeled with the patients name and "uterus, cervix, bilateral fallopian tubes", the cervical canal is pink-tan and hemorrhagic containing multiple mucin filled cysts (up to 1.2 cm in greatest dimension). The fallopian tube serosa contains focal peritubular cysts (up to 0.2 cm), with tan cut surfaces and a pinpoint lumen. Each fallopian tube is remarkable for an embedded metallic coil. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and flatulence concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('each fallopian tube is remarkable for an embedded metallic coil') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, abdominal pain, fatigue, endometrial ablation, arthritis, bladder infection, hemorrhoids, rotator cuff repair, shoulder operation, wisdom teeth removal, dyspareunia, endometrial polyp, adenomyosis, paratubal cyst and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and flatulence ("gas"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, pelvic pain and flatulence outcome was unknown. The reporter considered embedded device, flatulence, menorrhagia and pelvic pain to be related to essure. The reporter commented: product removal date updated to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: received in formalin, labeled with the patients name and "uterus, cervix, bilateral fallopian tubes", the cervical canal is pink-tan and hemorrhagic containing multiple mucin filled cysts (up to 1.2 cm in greatest dimension). The fallopian tube serosa contains focal paratubular cysts (up to 0.2 cm), with tan cut surfaces and a pinpoint lumen. Each fallopian tube is remarkable for an embedded metallic coil. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and flatulence concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, patient race, medical history, rcc added. Event: medical device removal updated to event: each fallopian tube is remarkable for an embedded metallic coil. Product removal date updated. New events added- menorrhagia, pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('post op - surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas"). The patient was treated with surgery. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and flatulence. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.